Event description:
Customer stated that the dr instructed the customer to call, as he did some testing and found that the leadscrew was turning, but there was no insulin exiting. Further troubleshooting was done. 'No delivery' alarm occurred. Driver block moved freely and there was no resistance on plunger.